Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The drainage failure (does not flow) was noted. The valve was implanted to the patient with vp-shunt (doi and the initial setting are unknown). The ventricular enlargement was found and the setting was adjusted to 1, but the fluid still didn¿t flow. The valve was removed from the patient. There is no further information available at this moment.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.